Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirts out of the pump. The customer's blood glucose reading was 145 mg/dl at the time of incident. Troubleshooting found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display or unexpected numbers counting up noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.